Event description:
Customer states the foot rest for the right side broke. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model alb19hbfr, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right side footrest on the alb19hbfr transport chair allegedly broke. Part being replaced on warranty order (B)(4). No injury alleged.